Manufacturer narrative:
E1: initial reporter address - (B)(6) hospital . E1: initial reporter postal code - should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking from an unspecified location. It was observed that the fluorouracil infusor was leaking chemotherapy into the bottle from an unspecified location. The device was filled with fluorouracil hs (accord) 4025mg in sodium chloride 0.9% 230ml total volume. This issue was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.